Event description:
The following was reported through a request for a medical expert consultation. Reportedly following bilateral trabecular microbypass stent system procedures in conjunction with intracameral implant procedures (ou), the patient presented with severe eye redness, mild anterior chamber inflammation, and photophobia lasting one (1) month. Per report, the patient was treated with steroid medication with no improvement. Through follow-up, the surgeon consulted with a medical expert who reported discussing the patient's condition and treatment options. Per report, the surgeon suspects the intracameral implant as the source of the inflammation, and decided to explant the intracameral implant devices. Additional information has been requested. This report reference the case of irritation, inflammation and decreased/impaired vision associated with the trabecular microbypass stent(s) in the left eye (os).

Manufacturer narrative:
Additional information: b3: awareness date used as event date. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling and associated risk documents was completed. Irritation, inflammation and decreased/impaired vision are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. The reported events (irritation, inflammation and decreased/impaired vision) are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4). Please reference report 2032546-2026-00008 for the case of irritation, inflammation and decreased/impaired vision associated with the trabecular microbypass stent(s) in the right eye (od).

Event description:
Through follow-up, the following additional information was received. Reportedly, the patient's symptoms (bilateral photophobia and redness) improved, and the patient was "feeling better". Per report, the surgeon decided to give it more time since the patient's eyes are improving. The report noted that the device serial number is not available. Through additional follow-up, the following information was received. Per report, the patient was initially doing "much better", and the surgeon planned to leave the intracameral devices implanted. However, the patient's symptoms returned and the intracameral device was explanted from the left eye (os). This report reference the case of irritation, inflammation and decreased/impaired vision associated with the trabecular microbypass stent(s) in the left eye (os).

Manufacturer narrative:
Additional information: b5, d1, d4, d6, g2, g3, g4. Correction: d2. MFR# reference: (B)(4). Please reference report 2032546-2026-00008 for the case of irritation, inflammation and decreased/impaired vision associated with the trabecular microbypass stent(s) in the right eye (od).

Manufacturer narrative:
MFR# reference: (B)(4). Please reference report 2032546-2026-00008 for the reported events associated with the trabecular microbypass stent(s) in the right eye (od).

Event description:
The following additional information was received. Per report, contrary to the previous report that the intracameral device was explanted from the left eye (os) two (2) weeks ago, the implant was removed from the left eye (os) today. Reportedly, the intracameral device in the right eye (od) was removed two (2) weeks ago. This report reference the case of irritation, inflammation and decreased/impaired vision associated with the trabecular microbypass stent(s) in the left eye (os).